Event description:
I began using libre sensors in (B)(6) 2018. In (B)(6) I began having terrible red rashes when taking sensors off. I have contacted abbott numerous times to ask what they have changed with the sensors. They refuse to discuss any issues and tell you to see your prescribing physician. I did just that and my dr decimated the areas stating it looked like some type of chemical burn. Abbott doesn't seem to be concerned with the many pts having terrible reactions to the sensors. Dr took pictures of the oozing / red circle left on my arm. Chemical burn from libre. FDA safety report ID# (B)(4).